Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, skin discoloration, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot 100110202 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a us physician and concerns a male patient in his second decade. On (B)(6) 2019, the patient was injected with radiesse(+) for the indication of liquid rhinoplasty. On (B)(6) 2019, the patient presented to the physician with a rash on the right side of his forehead. A clear line of delineation between the right and left sides of forehead was present. Outcome not reported. Follow up information was received from the physician on 10-jun-2019 and the case was upgraded to serious: the patient's age, initials and date of birth were reported. Medical history and concomitant medications reported as none. The patient was injected with 0.7ml of radiesse(+). Lot 100110202 (expiry 06/04/2020). The patient experienced skin discoloration in the glabellar region with skin texture and color changes on the right side of forehead with clear line of delineation at midline. Treatment reported as nitropaste, oral antibiotics, aspirin, and medrol dosepack (methylprednisolone). The patient declined dilution of filler. In the opinion of the reporter, the events were not permanent, treatment was necessary to prevent a permanent damage, and the events were related to radiesse(+). Outcome reported as still present but continues to resolve.